Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was report that the pump emitted a cs 203 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2019 with the following findings: during investigation, the complaint regarding cs 203 cgm sensor failure was reported on (B)(6)2015. According to the pump history the pump was in use until (B)(6)2019 . Due to continued use the black box , cgm, and alarm history for time of complaint is no longer available. Unrelated, there was a dim/pink screen observed. Cgm sensor was not returned with the pump . Pump was able to pair and run a cgm session with test cgm sensor. The pump passed all required testing and was found to be operating as intended. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.